Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: pentaray nav catheter (model# unknown, lot# unknown); baylis medical nrg rf transseptal kit; (model# unknown, lot# unknown); st. Jude medical agilis nxt 8.5 french sheath. (Model# unknown, lot# unknown); manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, after an ablation cycle, the blood pressure decreased below baseline. Pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded approximately 700-800 ml of fluid. Patient was reported to be in stable condition. Patient required one day of extended hospitalization as a result of the adverse event for observation. Patient fully recovered. It is unknown during which phase the injury occurred. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal access was performed with a baylis medical nrg rf transseptal kit and a st. Jude medical agilis nxt 8.5 french sheath. Generator was set on power control mode at 35 watts with default parameters. There is no additional information regarding generator settings. Power was not titrated. There is no information regarding overall ablation time at the site of injury or last ablation cycle time at the site of injury. Irrigated catheter flow was on default settings. Patient received heparin anticoagulant during the procedure with activated clotting time (act) maintained between 250-300 seconds (unconfirmed).